Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that IV pump module was broken. Replaced lower air sensor assembly. Ran unit through preventative maintenance checks. Returned pump to service. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.